Manufacturer narrative:
Received one 130309a in unopened original packaging. Lot number was verified. Performed a visual inspection, there were no obvious signs of a breach in the seal however, the device was encroaching into the seal. Performed a functional inspection, the devices were dye leak tested, which indicated that the packaging did not have an insufficient heat seal. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 144 complaints regarding (B)(4) devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; inspect and test each device before use. These devices should never be used when: there is visible evidence of damage to the exterior of the devices such as cracked or damaged plastics or connector damage. These devices fail the inspection described herein. Sterility guaranteed unless package has been opened, broken or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(6) rejected (B)(4), goldline, button, holster due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.